Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via a (B)(6) transmission on (B)(6) 2021 with episodes of non-sustained lead noise on their implantable cardioverter defibrillator. Electrocardiograms revealed that the lead was far p wave oversensing. Programming changes were recommended but were not performed at this time. The patient was not affected by the oversensing.